Manufacturer narrative:
The device was not returned for analysis. Production record, similar complaint and corrective and preventive actions (CAPA) reviews were not performed as the specific failure mode for this complaint was not reported. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a closure of a calcified unspecified access site with a prostyle device using the pre-close technique via an 8f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, an unspecified failure occurred. The suture of a new perclose device was successfully pre-placed. The sheath was upsized to a 14f sheath, and the tavr procedure was completed. Hemostasis was achieved with the pre-placed perclose suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.